Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a flexion contracture and they swapped a longer midsection out for a shorter body.